Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a delivery issue whereby when the injector was pushed, the lens did not push forward. When the customer tried to pull the lens out of the cylinder needle, it became damaged. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation: yes date returned to manufacturer: nov 21, 2023 section h3: device returned to manufacturer: yes device evaluation visual inspection reveal that the complaint handpiece was received with the plunger rod fully refracted, and the lens stuck inside of the cartridge. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. There was not viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd/bss was used. The lens was observed inside of the cartridge with the lead haptic of the lens unfolded. The lens was removed and cleaned, revealing that there were no issues with the lens that could cause or contribute to the complaint issue. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Conclusion: therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.